Event description:
Additional information received noted that the patient received assistance from their doctor or manufacturer¿s representative and their concerns were resolved. Appointment date 2014-(B)(6). New device was implanted.

Event description:
It was reported that the patient was not able to adjust stimulation. Display showed "call your doctor" icon with a por (power on reset) condition. The patient noticed yesterday that she was urinating every hour so she went to check her device with the patient programmer and the call doctor - por message appeared on the screen. The patient was at home yesterday and was not exposed to anything out of the ordinary that may have caused a por. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v487231, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).